Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #4 - loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. This report filed (B)(6) 2010.

Event description:
Information received suggests that patient underwent a hip revision procedure due to acetabular cup loosening. Review of invoice history revealed that patient underwent a revision hip arthroplasty procedure (B)(6) 2008 and was subsequently revised again on (B)(6) 2009. No further details have been provided to date.